Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the reporter (see b5). A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the inspection lamp was not lit properly and the emergency light was lit as well as the metal vibration noise occurred due to insufficient heat sink installation. This issue is addressed in the instructions for use (IFU): "¿ when inserting the examination lamp into the heat sink, align their pin positions and tighten the bolts firmly. If the bolts are not tightened firmly, poor heat radiation may result in equipment damage, examination lamp ignition failure, and a considerable drop in the life of the examination lamp."

Event description:
Additional information was received from the customer: the issue was resolved with the tightening of the metal clasps of the heat sink. There was no patient involvement in the event.

Manufacturer narrative:
The customer reported that subsequently it was found that when the heat sink was removed both metal clamps were observed to be loose. Once these were tightened, the device had no further issue. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during the beginning of an unknown diagnostic procedure when the device lamp was switched from standby to on, an audible tone was emitted followed by illumination of the emergency lamp indicator on the front panel. There is no reported harm to the patient.